Event description:
It was reported that the patient was experiencing pain during intercourse. The patient underwent an inflatable penile prosthesis (ipp) replacement surgery where it was noted that there was an eroded area of the corpora, and one cylinder was crossing over to the other side of the penis. The implant was removed, the corpora was closed in the eroded area and a new semi-rigid implant was placed. There were no further patient complications reported.

Manufacturer narrative:
Date of event the exact date of the event is unknown.